Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented to the clinic for follow-up after episodes of noise were observed via merlin.net transmissions. The ICD was explanted and the lead capped.

Manufacturer narrative:
A partial lead with the connector pin measuring 16.5cm was returned for analysis. External insulation abrasion was noted at 12.6-13.1cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.